Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal to mid left anterior descending artery. A non-specified ivus catheter was advanced, but was unable to cross the lesion. Predilation with a non-bsc 2.0 x 10mm balloon was performed, and the non-specified ivus catheter was advanced again, but was unable to cross the lesion. Predilation with a non-bsc 2.5 x 20mm balloon was performed, and the non-specified ivus catheter was advanced again, but was unable to cross the lesion. The lesion was dilated again using the non-bsc 2.5 x 20mm balloon several times. The 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. Buddy wire technique was used and the 2.5 x 20mm promus element mr stent delivery system was advanced again, but was unable to cross the lesion. Another predilation with a non-bsc 2.5 x 20mm balloon was performed several times. A non-bsc 2.0 x 10mm balloon was used and the 2.5 x 20mm promus element mr stent delivery system was advanced again, but did not cross. During advancement a shaft fracture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was returned in two sections to the complaint investigation site for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 250mm distal from the strain relief. There were several kinks along the entire length of the hypotube. The most prominent kink was 15mm for the hypotube break. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).